Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from the primary sample tube was 0.100 miu/ml with a data flag and was reported outside the laboratory. The result was questioned by the physician and the primary sample tube was repeated with a result of 14.44 miu/ml. The sample was poured into a sample cup and repeated with a result of 15.17 miu/ml. The repeat results were considered to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not find a specific cause. He found the mixer paddle was slightly bent and replaced it. He ran verification assays and found the results were high, so he replaced the measuring cell. He ran precision, accuracy and carryover testing. The customer verified calibrations and controls per the laboratory qc program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.